Event description:
It was reported that footswitch failed to halt ablation. During an ablation procedure with a maestro 4000 system, when the physician removed his foot from the pedal ablation continued. Ablation was stopped via the remote generator. The physician felt that the pedal was not sticking, he felt the pedal came up but ablation continued. The procedure was completed via an alternative method no patient complications occurred.

Event description:
It was reported that footswitch failed to halt ablation. During an ablation procedure with a maestro 4000 system, when the physician removed his foot from the pedal ablation continued. Ablation was stopped via the remote generator. The physician felt that the pedal was not sticking, he felt the pedal came up but ablation continued. The procedure was completed via an alternative method no patient complications occurred.

Manufacturer narrative:
Device eval by manufacturer: the rf foot switch was returned for evaluation. The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated, the switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.